Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's drive support cap is cracked. The insulin pump will return, the customer's blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.